Event description:
It was reported that patient presented with flex instability. Doctor proceeded to trial and place a 16 mm ts insert.

Event description:
It was reported that patient presented with flex instability. Doctor proceeded to trial and place a 16mm ts insert.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned ot manufacturer.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.